Manufacturer narrative:
Manufacturer's evaluation: the complaint of infection cannot be confirmed via laboratory testing. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2015-05533. On (B)(6) 2015, the patient underwent a trial procedure. The leads were removed three days later. The patient was later hospitalized due to an infection at the lead site. It is unknown when the infection was diagnosed.